Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The lesion being treated was located in the average tortuous, severely calcified and 100% stenotic mid to distal right coronary artery. The physician advanced the 3.0 x 20 mm maverick2 balloon to the lesion and inflated it to 10 atms and then it ruptured. The device was removed from the patient intact. The procedure was successfully completed with another 3.0 x 20 mm maverick2 balloon. Patient status is listed as "good".

Manufacturer narrative:
Device evaluation: the device was disposed of by the hospital; therefore, no direct product analysis could be performed. The exact cause of the difficulties experienced during the procedure could not be determined.